Event description:
During ptca/ stent catheter dissected left main resulting in closure of vessel. Pt. Went to surgery for a CABG. Stents were placed in left main to restore circulation prior to CABG. A taxus stent was also deployed into lad and according to the cardiologist may have contributed to the dissection.